Manufacturer narrative:
The insulin pump was received with button error alarm and it had unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Visual inspection was performed and no moisture damage was noted on the electronic assembly. The device had minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer stated the device fell into the water. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.